Manufacturer narrative:
Product event summary: the device was returned and analyzed. The sapphire was cracked. The customer complaint and functional test failures were the result of the damaged sapphire and hybrid. The root cause of the damage is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced a lot of artifact. It was decided to remove the icm and replace with a new one however during removal it was noted that the glass front of the icm was broken off and the glass shard was already grown in by the surrounding tissue. The icm and glass were removed. The wound was washed thoroughly and no glass splinters were found. The wound was closed per standard procedure. No patient complications have been reported as a result of this event.